Event description:
A healthcare professional reported that during the intraocular lens (iol) implantation procedure, the doctor noticed a scratch on the lens surface under the microscope before loading it. The lens was set aside, and no replacement lens was implanted in the patient. The patient¿s other eye (left eye) was successfully operated but the right eye procedure could not be finished on that day as there was no backup lens available. Two days later, the procedure was completed when the new lens arrived. Additional information received stating that patient was left aphakic on (B)(6) 2025.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area against the posts of the lens case. The optic had a light scratch on the anterior side near the center. The optic was pressed between the posts and leaning down into the well area of the lens case. Product history records were reviewed, and documentation indicated the product met release criteria. Associated products were indicated; however, file was reported as damaged when opened. The product investigation could not identify a root cause for the reported complaint. The reported lens damage was observed. The observed damage is similar in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. The manufacturer internal reference number is: (B)(4).